Event description:
On (B)(6) 2013, the patient underwent the surgery with the t2 femur nail. During surgery, the surgeon inserted the screw to the distal screw hole(ap hole). On (B)(6), the surgeon found that the popliteal artery injured. Therefore, the patient underwent the artery surgery. The surgeon thought that the popliteal artery ruptured by the screw.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed via x-rays. No deviations were found during review of the manufacturing and inspection documents (DHR). The item was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The x-rays show that one distal locking screw is placed in ap direction. The case was evaluated by a medical expert: ¿the case was caused by a surgeon¿s mistake. The ap holes shall generally be used in retrograde mode and never at the distal femur [¿]¿ the reported case is attributed to a user error. No discrepancies were detected during risk analysis review. No non-conformity identified.

Event description:
On (B)(6) 2013 the patient underwent the surgery with the t2 femur nail. During surgery, the surgeon inserted the screw to the distal screw hole(ap hole). On mid-november, the surgeon found that the popliteal artery injured. Therefore, the patient underwent the artery surgery. The surgeon thought that the popliteal artery ruptured by the screw.